Event description:
Event description boston scientific received information from a health care professional (hcp) that this ventricular lead was unable to capture the myocardium at maximum output and testing in vvi at 100 and the patient reported dizziness. Technical services (ts) asked the caller to test the lead at maximum pulse width, test in unipolar, and check isometrics and pocket manipulations for noise. The hcp said the impedance measurements in the daily measurements were normal and that there are 97 episodes of inappropriately stored v-tachy electrograms showing vp (vs). Seven days later this lead was surgically abandoned for dislodgement and successfully replaced with another lead.